Manufacturer narrative:
H.10. Additional information received indicated the part which was previously noted to be the root cause was actually only replaced as a precautionary measure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device had a paddle test issue. There was no patient involvement.